Event description:
On (B) (6) 2010, the pt was being treated with the gore excluder aaa endoprosthesis. The trunk-ipsilateral leg component was successfully implanted. The physician then experienced difficulty advancing the gore introducer sheath through the ipsilateral leg of the trunk-ipsilateral leg component. After numerous attempts, the sheath was advanced; however, imaging showed that the trunk-ipsilateral leg component had been unintentionally pushed proximally covering the left renal artery. The physician tried to pull the device down with balloons and with the guidewire, however, this was unsuccessful. The pt remains in the hospital; however, does not need dialysis.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Images of the event were requested, however, not available.